Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event ¿a foreign material in the nozzle of the distal end section¿ was observed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Full establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found there were foreign objects on the nozzle, scope connector, control section, scope cover and grip. In addition, the evaluation found the following; due to damage on the air/water cylinder, water tightness was lost. Due to wear of the angle wire, the play of up/down knob was out of the standard value. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to damage on the air/water cylinder, water tightness was lost and the scope connector was dirty due to water leakage. The adhesive around the light guide lens and objective lens was peeled. The scope cover plate, paint on the suction cylinder and indication on the scope connector was peeled. The switch 4 had wear, the plug unit was deformed, the plug unit had a crack, the universal cord had a wrinkle, the plastic distal end cover had a dent, the grip was shaved and the control unit was damaged. The adhesive on the bending section cover had a white clouded area and a chip. The protector of the universal cord on the scope connector side had a scratch. The image guide protector, universal cord, connecting tube and switch 1 all had scratches. The plug unit, light guide lens and adhesive on the bending section cover all had cracks. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope exhibited the nozzle, scope connector, control section, scope cover and grip had foreign objects. There were no reports of patient involvement.